Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. It was determined a leak was coming from a broken flow sensor. The flow sensor was recommended for replacement. A quote for repair has been issued but to date, the customer has not approved the quote.

Event description:
The hospital reported the unit was not delivering tidal volume during pre-use checkout. Both manual and mechanical vent modes were not available. There was no report of patient involvement.